Event description:
It was reported that while in use on a patient, this 840 ventilator generated an alarm and a service message was displayed on top. A dditionally, it was reported that the ventilator went black and turned off. The patient was bagged and transferred to an alternate ventilator without injury.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was reported that while in use on a patient, this pb840 ventilator generated an alarm and a service message was displayed on top. Additionally, it was reported that the ventilator went black and turned off. The reported issue was addressed by the customer themselves. It was reported that the customer found an "intentional reset forced" code from the unit logs. When the customer ran extended self test (est) and short self test (sst) the unit passed all tests without any issue. A follow up to the customer has been made to obtain "what message was displayed' at time of event with response being stated as unknown. No product was returned for evaluation or made available to medtronic. A copy of logs was requested but was not made available. While the investigation finds that "intentional reset forced' code could have contributed to the reported issue and to a loss of ventilation, it is unknown if the code occurred during the time of event. There is insufficient information about the failure and contributing cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.